Manufacturer narrative:
Updated implant/explant date with correct information if information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend/family member did not know the cause of the fall.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient's previous device was damaged when she fell, so she had it replaced. There were no further complications or anticipations reported with this event.